Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm masters series mechanical heart valve was successfully implanted in a patient. Post-implant, it was noted that there was poor valve leaflet apposition. The leaflets were not fully closing, but had no issue opening. Leaflet apposition was confirmed using a water-drawing test. The decision was made to explant the 25mm masters series mechanical heart valve and replace it with a 25mm non-abbott device. There was no clinically significant delay in the procedure, no obstruction of the valve leaflets, and the patient was not taken off and then placed back on bypass due to the event the patient did not experience any clinical signs or symptoms during or after the event, and there was no initial or prolonged hospitalization due to it. The patient is currently stable.

Manufacturer narrative:
An event of leaflet incomplete coaptation was reported. The device was returned to abbott for investigation and found that both the leaflets were intact and mobile. The valve was able to be rotated freely. There were no visible evidence of surface damage or anomalies. Hydrodynamic testing upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing at the time of manufacturing, and the product met all specifications. The cause of the reported incomplete coaptation could not be conclusively determined. However, it¿s possible that suboptimal positioning during implantation led to incomplete closure of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.